Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had an episode of epistaxis. Hemoglobin and hematocrit values noted to be reduced by 2 grams. No other sources of bleed found. Coumadin held and restarted with lower international normalized ratio (inr) goal of 1.5-2.0. Patient was discharged and no further issues have been reported.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.